Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-06534. It was reported the patient experienced ineffective stimulation for his left leg. Diagnostics revealed high impedances on the patient¿s left lead. As a result, the patient may be awaiting surgical intervention. Note: all of the patient's leads are being reported because it is unknown which lead is liable.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-06534. Follow up information identified the physician explanted the patient¿s leads and replaced them with new models, resolving the high impedance issue.